Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "silicone found in lymphatic node", "silicone granuloma".

Event description:
Healthcare professional reported right side rupture verified by ultrasound, "silicone was found in lymphatic node in right axilla", and "suspicion of silicone granuloma in the right breast". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in anterior side assessed as an unidentified (tear) (shell thickness within specification). Granuloma: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture verified by ultrasound, "silicone was found in lymphatic node in right axilla", and "suspicion of silicone granuloma in the right breast". Device has been explanted and replaced with a non-allergan device.